Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and unexpected restart error test. The device communicated properly with the glucose sensor simulator and the minilink transmitter. The test value of 100 mg/dl was properly displayed on the pump sensor graph screen. No pump and sensor communication anomaly or calibration anomaly noted. The device was also communicated properly with the test blood glucose meter. The test value of 64 mg/dl was properly displayed on the pump screen. No pump or meter communication anomaly noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to go to emergency room due to high blood glucose on (B)(6) 2017 due to low blood glucose values of 49 mg/dl and between 50 to 60 mg/dl. Patient's other blood glucose value was 236 mg/dl. She went unconscious and did not wake up till the next morning. Patient's current blood glucose value: 167 mg/dl. Reportedly, sensor was not sticking. The customer was treated with food and sugar tablets. The device is not expected to be returned for analysis.